Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced a myocardial infarction. The 99% stenosed target lesion was 2.25mm in diameter and 8mm long located in the ramus. The lesion was treated with direct stent placement of a 2.25x12mm taxus librte stent. Residual stenosis was 0%. One day post index procedure, the patient experienced elevated cardiac enzymes consistent with and arc mi. No action were taken and the event resolved without residual effects. The patient was discharged on aspirin and prasugrel.